Event description:
Note: this report pertains to one of thirteen devices used during the same procedure. MFR report # 3005099803-2009-05851, 3005099803-2009-05852, 3005099803-2009-05853, 3005099803-2009-05854, 3005099803-2009-05855, 3005099803-2009-05856, 3005099803-2009-05857, 3005099803-2009-05858, 3005099803-2009-05859, 3005099803-2009-05860, 3005099803-2009-05861, and 3005099803-2009-05864 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and twelve polyhesive pt return electrodes were used during a left renal rfa procedure performed on (B)(6), 2009. According to the complainant, during the procedure console errors (p2, p3, p4) occurred at 150 watts. The four grounding pads were replaced and the skin was cleaned to facilitate optimal skin/pad contact. However, after pad replacement, the system cut out at 130 watts with a console error. The four pads were replaced, two additional times, but the same error occurred each time. Subsequently, the site modified the power output and was able to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the device MFR date is unk at this time. However, the site reported that the lot expiration date was march 2010. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).